Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-02589. It was reported the patient complained he was not receiving effective stimulation therapy coverage from the scs system. Reportedly, the patient stated he previously met with an abbott representative and the scs system leads showed high impedance on multiple contacts. Follow up identified the patient underwent surgical intervention and the scs leads were replaced with new ones. Effective stimulation therapy was reportedly restored postoperative.